Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 4.50mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.